Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving fentanyl (20 00 mcg/ml at 600 mg/hr), bupivacaine (20 mg/ml at 0.250 mg/hr), and unknown morphine drug (10.6 mg/ml at 3.181 mg/hr) via an implantable pump. It was reported that the pump was removed since it lost effectiveness. The pump was explanted on (B)(6) 2025. (B)(6) 2025 ip (rep): additional information was provided from a company representative (rep) stated that the drug information was as follows: fentanyl 600 mg/hr 2000 mcg/ml bupivacaine 0.250 mg/hr 20 mg/ml morphine  3.181 mg/hr 10.6 mg/ml.